Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to be performed using a large nav 6 embolic protection system to treat a narrow and eccentric lesion located below bifurcation in the common carotid artery. During loading of the filtration element into the delivery catheter (dc) pod with the torque device, there was resistance pulling the bare wire. The tip of the delivery catheter became wrinkled and separated into two pieces. The procedure was successfully completed using two unspecified emboshield devices and balloon angioplasty. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported difficult to insert was not confirmed due to the condition of the returned device. The separation of the pod was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication to suggest a lot specific product quality issue. The investigation was unable to determine a cause for the initial difficulty to insert. The damage appears to be due to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.